Manufacturer narrative:
Additional analysis was performed on the instrument by an advanced failure analysis engineer. The sureform curved-tip 45 stapler instrument was installed onto an in-house system three more times, and it failed to engage with the system due to the grip axis two times. Instrument engaged successfully, clamped, fired, and moved intuitively on last attempt. During visual inspection, the I-beam was manually extended to look for lodged staples or other debris. No lodged staples were found in the I-beam path, which is a normal cause of initialization failures. This instrument was returned with 12 lives left. The external housing was then removed for visual inspection. When manually extending the I-beam, high friction with grinding was found, making extension of the I-beam difficult. Friction was seemingly related to the bevel spur combo gear interacting with another component in the housing. The lower drive support was inspected and found no obvious gear-related rubbing marks. The upper drive support that is screwed into place over the bevel spur combo gear was removed and I-beam was extended again. With the upper drive support removed, the grinding friction decreased substantially. The observed grinding friction may be partially due to a molding issue at the vendor site for the lower drive supports, with affected components identified by a ridge formation of excess material along the pocket edge, which this instrument contains. Initialization failures due to this condition are observed to be intermittent. Grinding friction is also likely to cause grip axis engagement failures as the torque required to move along this axis would be higher than normal in order to overcome that friction.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform curved-tip 45 stapler involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of initialization failure to be related to the customer reported complaint. For clarification, the instrument was found to have hi drivetrain friction homing failures based on log review and during in-house testing. The instrument was placed on an in-house system. The instrument failed during initialization. The I-beam was extended, and friction was observed. No obvious signs of damage found. The root cause was not determined. The instrument will be transferred to advanced failure analysis engineer for further investigation. A follow-up MDR will be submitted post-engineering evaluation. As of (B)(6) 2022, a review of the site's complaint history identified the followings: patient identifier (B)(6) (this complaint - sureform 45) is related to patient identifier (B)(6) (sureform 45) and patient identifier (B)(6) (reload). A review of the procedure log showed the surgeon performed pulmonary lobectomy surgical procedure on (B)(6) 2022 via system serial # (B)(4). Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: from available information, the procedure was delayed more than 30 minutes within a procedure with a total time greater than 181 minutes. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Without the returned product a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) that sureform curved-tip 45 stapler could not be recognized on universal surgical manipulator (usm) 4 with the message "stapler initialization failed". The customer reseated the sterile adapter (sa) and replaced sureform curved-tip 45 stapler with the same stapler, but the issue persisted. Using a third-party stapler, the procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The procedure was delayed for more than 30 minutes and there was no patient injury due to the delayed time.